Manufacturer narrative:
(B)(4). The device history record (DHR) for the lot number 17379340m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). It was reported that the smart touch bidirectional catheter was not visualized by the carto system and error 402 was displayed during the ablation procedure. The issue was resolved by replacing the catheter. The procedure was completed without patient's consequence. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibit evidence of a pinhole induced by an unknown object. This condition might contribute to the reddish material observed at the area. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however error 105 was displayed and failed during the sensor functionality test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an error displayed has been verified. The root cause of the open circuit at the sensor could not be determinate.

Event description:
This complaint is originally reported as a MDR not reportable complaint. It was reported that the smart touch bidirectional catheter was not visualized by the carto system and error 402 was displayed during the ablation procedure. The issue was resolved by replacing the catheter. The procedure was completed without patient's consequence. The bwi failure analysis lab (fal) received the device for evaluation on 04/14/2016. Reddish material was found under the pebax. Lab could not locate the damage under the microscope. The findings did not represent compromised catheter integrity. This complaint was re-assessed to MDR reportable due to fal findings on 4/28/2016. Sem results show that the external surface of the pebax exhibited evidence of pinhole. It is possible that an unknown object hits and punctures the pebax. This is MDR reportable as it poses risk to the patient due to the potential of thrombus from exposure to the internal catheter.